Manufacturer narrative:
Sample not received. The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the biomed had an arctic sun device failed the calibration for an error 1 (patient line open), explained this was a bad circulation pump and that this model of arctic sun was no longer supported and would pass the info along to the manager. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is no longer sold. The UDI number for this product is not available h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device failed the calibration for an error 1 (patient line open), explained this was a bad circulation pump and that this model of arctic sun was no longer supported and would pass the info along to the manager.

Event description:
It was reported that the biomed had an arctic sun device failed the calibration for an error 1 (patient line open), explained this was a bad circulation pump and that this model of arctic sun was no longer supported and would pass the info along to the manager.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.